Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the subject broken syringe. Visual examination confirmed a cracking of the syringe barrel originating on the outer wall at the gate and extending in both directions away from this location. The cause of the reported problem was insufficient material molded during the manufacturing process. A twelve month review of complaint history determined this is a single incident for this product line. Bayer radiology has issued a supplier corrective action request (scar) to the component supplier for this issue. This is a formal investigation to determine the root cause and applicable correction(s). As part of this activity, an effectiveness check of any resulting corrections/improvements will also be performed.

Event description:
We received the following information from the site: a mr technologist reported that the tip of the contrast syringe broke off as she was removing it from the spectris solaris injection system. A spectris solaris syringe kit model ssqk 65/115vs from lot number 166845 was in use at the time of the event. Contrast media within the syringe splashed her left eye. She was treated in the emergency department with irrigation of her eye and a diagnosis of an abrasion. She was further treated with antibiotic eye drops and has since recovered.